Event description:
Patient underwent surgery for subglottic stenosis. Post-operatively placed on nebulizer. Hudson rci nebulizer with aquapak quit putting out mist. Pt. Began complaining that air was feeling dry on her face & throat. Mist on face previously had evaporated and no mist was coming from nebulizer. Equipment was changed out.